Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they will have the device removed at a later time period. They further clarified that after completion of cardiac rehab and discontinuation of blood thinner in about 4 or 5 months. The circumstances that led to the device not helping was that the device charges slowly and does not remain in charging position. The steps taken to resolve this was positioning constantly and remaining still in one position to try to charge. The additional actions planned to resolve this is having the device removed.